Manufacturer narrative:
(B)(4). Implant date: unknown (B)(6) 2018. Concomitant medical products: nexgen precoat stemmed tibial, catalog #: 00598003701, lot #: 63752259, articular surface, catalog #: 00599403210, lot #: 61448205, tibial block and screws, catalog #: 00598800326, lot #: 62732426. Report source foreign - event occurred in (B)(6). H3: customer has indicated product will not be returned to zimmer biomet for investigation as it is against regulations. The investigation is in process. Once the investigation is completed, a supplemental will be filed accordingly. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00893, 0002648920-2018-00894. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Requested but not returned by hospital.

Event description:
It was reported patient underwent right total knee arthroplasty. Subsequently, patient was revised due to loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.